Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. The insulin pump has cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched and cracked display window and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad and scrolling numbers. The blood glucose reading was unknown. No significant events leading to the keypad issues were observed. The customer's mother stated that the numbers on the insulin pump kept going up to 500 and then would start over again on its own. Advised replacement of the insulin pump. Nothing further reported.